Event description:
The device's display screen reportedly went blank during pt monitoring. The device operator continued monitoring the pt utilizing the device's strip chart recorder. There were no adverse effects to the pt as a result of the reported event.